Manufacturer narrative:
The actual device was received for evaluation. Functional testing was performed. Powered up the pump and it turned on without incident. Sensor calibration and final release testing was performed, and the device operated according to product specification. During this testing, the display did not flicker or blank out; however, the power adapter was missing. The display issue could not be reproduced; however, the battery cell was depleted which required replacement. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the screen of a novumiq syrnge pump flickers. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.